Event description:
Boston scientific received information that this left ventricular lead was explanted due to dislodgement. The patient had larger veins than previously thought. A new larger lead was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted lead has not been returned for analysis. If the lead is returned it will be archived as analysis testing cannot replicate dislodgement for this passive tined lead. No additional information is available at this time. If additional information becomes available, this report will be updated.